Event description:
It was reported that three (3) to four (4) minicaps were "loose and not able to be tightened up". This was observed during use of devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the devices were manufactured at one of the following facilities: baxter healthcare - cleveland, 911 highway 61 north, po box 1058, cleveland ms 38732, united states. Baxter healthcare - cuernavaca, ave. De los 50 metros no. 2, cuernavaca 62578, mexico. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.